Event description:
During a coil embolization procedure, the orbit mini complex fill 2x2 coil (B)(4) stretched during inserting the coil into the aneurysm. After the event, the entire coil and delivery systems was removed from the patient without any issues. An adequate continuous flush was maintained through the (mc) microcatheter at all times, and no damages were noticed after it was reshaped. There were no kinks in the mc that may have contributed to the event. Other than the reported event, no other damages were noticed with any other section of the device coil (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc).

Manufacturer narrative:
The product was returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coil embolization procedure, the orbit mini complex fill 2x2 coil (637mf0202/15379629) stretched during insertion of the coil into the aneurysm. After the event, the entire coil and delivery system was removed from the patient without any issues. An adequate continuous flush was maintained through the microcatheter (mc) at all times and no damages were noticed after it was reshaped. There were no kinks in the mc that may have contributed to the event. There are no further procedural details known pertaining to the placement/manipulation of the coil. Other than the reported event, no other damages were noticed with any other section of the device coil; it was not detached, separated, fractured, etc), and there were no damages to the delivery system/introducer. A non-sterile orbit mini complex fill 2x2 was received coiled inside of a plastic bag. The hypotube was inspected and several bends and kinks were found. The introducer was found unzipped and without damage. The support coil was inspected and no damages were found. The griper was found without damage, the embolic coil was still attached to the gripper and it was unraveled and stretched. The embolic coil and the gripper were inspected under microscope. The embolic coil was found unraveled and stretched and the gripper was not damaged. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed. The cause of the kinks on hypotube and also the unraveled and stretched embolic coil could not be determined; however, neither the analysis nor the DHR suggest that these damages are related to the manufacturing process. Additionally inspections are in place to prevent these types of damages from leaving the facility. With review of the limited available information, no conclusion can be made regarding possible contributing procedural factors. No conclusion can be made regarding the root cause; therefore no corrective actions will be taken at this time.

Manufacturer narrative:
A non-sterile orbit mini complex fill 2x2 was received coiled inside of a plastic bag. The hypotube was inspected and several bends and kinks were found. The introducer was found unzipped and without damage. The support coil was inspected and no damages were found. The griper was found without damage, the embolic coil was still attached to the gripper and it was unraveled and stretched. The embolic coil and the gripper were inspected under microscope. The embolic coil was found unraveled and stretched and the gripper was not damaged. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil-unraveled/stretched" was confirmed. The cause of the kinks on hypotube and also the unraveled and stretched embolic coil could not be conclusive determinate; however, neither the analysis nor the DHR suggest that these damages could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of damages leaving from the facility. The cause is inconclusive and undetermined; therefore, no corrective actions will be taken at this time. Additional information will be submitted within 30 days upon receipt.